Manufacturer narrative:
A remote service engineer (rse) spoke to the customer and advised that the device is end of life, and parts are no longer supplied. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The engineer advised that the device is end of life; however, we are unable to confirm the final disposition of the device because of insufficient information. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue mp30 indicating that there was a speaker malfunction. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and no additional details were provided. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.